Manufacturer narrative:
(B)(4)

Event description:
Boston scientific received information that the physician tried to replace this atrial lead due to dislodgement. Difficulty was encountered implanting a new atrial lead as it would not fixate to the myocardium. Three hours later the physician was still unable to obtain positioning with the new atrial lead, therefore the procedure was aborted. It was noted the patient's right atrium was enlarged with a lot of scar tissue from radiation treatment for breast cancer. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that this damage was due to tensile forces, presumably during the surgery. Further analysis of the lead revealed cuttings in the insulation which occurred most likely during the explantation procedure. With regard to the dislodgement mentioned in the complaint description, the analysis of the lead did not show any deviations. The analysis did not reveal any sign of a material or manufacturing problem.